Event description:
Per medwatch mw5108893: spontaneous, spoke to patient who called stating that her pump is alarming saying "no disposable, pump won't run." Advised that she should make sure cassette is attached properly. She said she tried everything, and it still won't work. When asked if she could try the cassette on her back up pump, she said that she was getting the same message. Told her this could be more of a cassette issue and asked if she could mix another one. She said she is completely out of medication, which is when I advised that she should prepare to go to the hospital, however, patient did not want to go that route and said she would try to draw the medication out of the current cassette into a new cassette. Told her I had a hard time recommending that but if she is to do it, to be cautious and do her best to avoid contamination. She will call us if there truly is an issue or if new pumps need to be sent out. Occurred while in use, but no injury to patient, did not have back up, but new cassettes were in transit. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? Unk; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? No; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Unk; is the infusion life-sustaining? Yes; what is the outcome of the event? Unk.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for evaluation. Root cause of the reported event is unknown and could not be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. Due to the customer having not provided lot number information, there is not documentation to review the history of the process and a manufacturing device history record DHR review could not be performed. Corrected data: d5: correction: operator of device: patient or consumer, e1: correction: reporter name and address: updated phone number.

Event description:
Additional information received: patient details updated in complaint. No further information is available from the customer.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.